Manufacturer narrative:
Although the product will not be returned at this time for investigation, impedance measurements, reported patient symptoms and historical device knowledge suggest that a mechanical break of the nerve cuff electrode (lead) is the most likely cause. The nerve cuff electrode (lead) involved in this event, was utilized under ide (B)(4); (subject of the quest clinical study) and is not the approved altius system nerve cuff electrode (p230020/08-26-2024). Neuros is submitting this report in compliance with FDA medical device reporting regulations under 21 cfr part 803.

Event description:
Information was received from a patient who was implanted with an implantable pulse generator and lead for pain management caused by bka/aka amputation. It was reported that their device was shocking them. The patient also experienced pain and discomfort as a result of the shock. This patient was enrolled in the quest trial, now completed, and contacted the health care facility by phone to report these issues. The shocking sensation appears to be intermittent. Impedance was measured to be high.